Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the flexible tube of the insertion section was crushed, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were noted on the insertion tube, the curved rubber adhesive was missing, the curved rubber bond was cracked, the air and water nozzles were clogged and the draining function was reduced, scratches were found on the operation part, scratches were found on the insertion part corrugated tube, scratches were found on the switch box, scratches were found on the switch box, the suction cylinder was scraped, scratches were noted on the operation unit cove, scratches were noted on the up/down (u/d) knob, scratches were noted on the up/down (ud) angle fixing lever, scratches were found on the right/left (r/l) knob, scratches were found on the grip, scratches were found on the universal cord, scratches were found on the scope connector, scratches were noted on the scope connector cover, and scratches were noted on the r/l angle fixing knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image guide (ig) of the evis lucera elite duodenovideoscope collapsed around 50cm. Upon inspection of the customer¿s returned device it was observed, foreign object was noted in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.